Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator.

Event description:
A friend or family member of the patient reported that an end of service (eos) error code was seen on (B)(6), with the device off/disabled and no longer providing therapy. It was stated that it is just on one side with an allegation/dissatisfaction with implantable neurostimulator (ins) longevity. The caller was with the healthcare provider (hcp) 2.5 months prior to date notified and the implant was fine, and they shut "it" off every night. There were no patient symptoms alleged and follow up with the hcp is to be conducted to discuss replacement. The patient's indication for implant is parkinson's dual and movement disorders.